Manufacturer narrative:
Product investigation is in progress.

Event description:
Top of tampon remains inside after pulling the rope- vagina [foreign body in reproductive tract]. Can't be removed without breaking and remains inside- tampon [complication of device removal]. Tampon breaking [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top of tampon remains inside after pulling the rope- vagina [foreign body in reproductive tract] can't be removed without breaking and remains inside- tampon [complication of device removal] tampon breaking [device breakage] case narrative: consumer reported via e-mail that the tampon broke during removal. No serious injury reported.